Event description:
It was reported that patient presented in-clinic with an error message stating device reset had occurred. Upon interrogation, the device was not in bvvi mode. The device indicated a parity reset. The device reset was cleared, and download was performed. The device was restored to normal settings and no further issues were reported.